Event description:
New information received indicated that medication was administered to treat the heart failure. There was no allegation of malfunction or that the heart failure was related to the device or device-related procedure.

Event description:
It was reported that the patient presented to the hospital experiencing heart failure with an implantable leadless pacemaker. No intervention was performed. The patient condition was stable.